Event description:
Guiding catheter for placement of a coronary stent was found to be kinked, during the case and subsequently broke. The broken segment was in the abdominal aorta and extended through the aortic arch to the take off of the right coronary artery (rca). Dates of use: (B)(6) 2010. Diagnosis or reason for use: coronary artery disease, shortness or breath. Event abated after use: yes.